Event description:
A nurse informed a company representative that during procedures, the valved cannulas were leaking. There is no known patient harm. Additional information was requested but has not been received to date. This is the first of four reported.

Manufacturer narrative:
Additional information: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated no additional complaints were associated with the reported lot. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).